Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac vein. A 4-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, during first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 01/01/2024 as the exact event date was not reported.